Event description:
It was reported the patient's blood glucose level rose to 371 mg/dl while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site, the pod's cannula was found bent. Treatment details were not provided.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported bent cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.